Event description:
New information received notes the right ventricular lead presented with high defibrillation impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with externalized conductors. The lead also presented with noise and out of range impedance. The lead was extracted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.